Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 8.30am. The customer blood glucose level was 720 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous bolus. Customer currently using insulin pump system for high blood glucose event. Customer stated that drive support cap appeared to be normal. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).